Manufacturer narrative:
No device malfunction could be confirmed. Information provided is consistent with an allergic reaction / sensitivity to a component.

Event description:
Red blistering in shape of the pad of the wound dressing. Caused delayed wound healing and greater number of visits to surgery.